Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The customer informed tss that they repeated the test after the patient came in for a redraw. The results for the redraw was 0.3 ng/ml. The redrawn sample was sent to a reference lab and the result was also 0.3 ng/ml. The customer indicated that the 0.3 ng/ml result was expected based on the patient's treatment history. There were no other issues with any samples. The customer validated the analyzer by successfully running quality control without error and within acceptable range. No further action required. The aia-360 is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. Review of related documentation. The progesterone (prog iii) st aia-pack analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be established.

Event description:
A customer reported discrepant patient result for progesterone iii (prog iii) on the aia-360 analyzer. The patient result was 25 ng/ml. The patient¿s doctor questioned the result and requested sample retest. The customer retested the sample which got the same result. The sample was retested in a reference lab reference lab using roche cobas for comparison and the result was 5.5 ng/ml. A tosoh technical support specialist (tss) assisted the customer over the phone with the reported event. There was no clinical significance or treatment change based on the reported discrepant result.